Event description:
It was reported that the pump had a pixel issue on the display. There was no reported adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, which resolved the pixel issue, and informed the customer that the pump could still be used for insulin therapy, to which the customer agreed.